Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the teflon was peeling inside the working channel of the cysto-nephro videoscope. The event occurred during reprocessing. There were no reports of patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of third-party testing, the device evaluation and the final investigation. Following field was update: d8, d9, h2, h3, h4, h6, h11 the device was returned to olympus for inspection, and the reported failure was not reproduced. The root cause could not be identified. According to the investigation, the product analysis confirmed that the inside of working channel was good. Olympus will continue to monitor field performance for this device.